Event description:
Rptr alleged obtaining discrepant blood glucose values of 450 mg/dl back to back with a result of 104 mg/dl when testing was performed within 10 minutes apart on the advantage system. Rptr indicated not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent, however, rptr stated she no longer has the test strips; therefore, no product will be returned for evaluation.